Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Shortly after implant, the pump prolapsed in the right ventricle and could not be repositioned. The pump was subsequently replaced to resolve the issue. There was no patient harm reported.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on clinical details provided, the root cause of the positioning issue was determined to most likely be a use issue since the pump reportedly prolapsed back into right ventricle upon introducer removal. D3 manufacturer us zip code was reported incorrectly on manufacturer device report 1220648-2024-25124. E4 should have been left blank on manufacturer device report 1220648-2024-25124. G1 manufacturing site us zip code was reported incorrectly on manufacturer device report 1220648-2024-25124.